Event description:
Surgeon reported that about 1 year ago he had a pt with a dura-guard implant that developed an infection. No info was given by surgeon for pt identifications, date of implant, explant status, culture identification, other interventions, or pt status.